Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced signal loss of dexcom g7 glucose readings on the ilet while readings continued to display on the dexcom g7 mobile application, after which readings resumed on the ilet without further assistance. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting and education regarding signal loss to the ilet only. Investigation of this case revealed a transient communication issue between the ilet and the dexcom g7 with spontaneous resolution. It was concluded, based on previously established findings for similar reports, that the cause was temporary loss of data transmission between devices.